Event description:
Additional information was received indicating the patient recently underwent a routine device change out procedure. Shortly after implant, this chronic implantable defibrillation lead and the newly implanted crt-d exhibited high out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The patient was brought into clinic and high pacing impedance measurements were still observed. All other lead diagnostics were acceptable and there was no evidence of noise. Technical services discussed continued monitoring or replacing the rate/sense portion of the lead. The available information suggests this device and lead remain in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a latitude alert was issued for this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead due to high out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.